Event description:
It was reported that during the implant attempt, the physician attempted to insert the lead through the sheath, resulting in the lead bending/kinking. The physician attempted to insert the lead multiple times, always resulting in the same issue in the same location on the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).